Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "leakage". Device remains implanted. This record is for the left side.

Event description:
Additionally, healthcare professional reports capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a broken shell and the device was noted to be underweight. A microscopic analysis was performed which identified one sharp broken opening with a non-penetrating nick, near the broken site, this condition was called surgical impact. Based on the device analysis the final assessment is: one broken, sharp opening on the radius assessed as surgical impact. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.